Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 314.060, lot number: 2015, manufacturing site: (B)(4). Manufacture date: over 15 years ago. Device history record(s) not available: device exceeded the 10 year manufacturing document retention period requirement for instruments. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several instruments at the facility are discolored. The cannulated 4.0mm hexagonal screwdriver, the periosteal elevator 3mm curved blade (straight edge), the periosteal elevator 3mm curved blade (round edge), and the holding sleeve. When peel packed, the handles are leaching a brown substance on the backing of the peel pack. The handles have a dull, rough finish. There was no patient involvement. This complaint involves four (4) devices. This report is for a holding sleeve. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Hospital name a product investigation was performed. The returned holding sleeve (314.06, 2015) can be used during a variety of trauma procedures to hold onto screws during insertion. The returned sleeve was received with discoloration in the inner portion of the sleeve, as well as some apparent oxidation near etching, and towards its proximal base, which confirmed the complaint condition and made its replication inapplicable. A DHR was not available for the returned part as it is older than 15 years old. Considering the lifespan of the sleeve, how long it was used in the field, and the circumstances involved with the complaint condition, further material/hardness testing was deemed unnecessary. Relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Service and repair evaluation: the customer reported the device was discolored. The repair technician reported the inner parts of the holding sleeve were discolored. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The complaint description stated that the sleeve was received as part of a complaint related to several discolored parts used/processed along with the sleeve, including those which had handles which were leaching a brown substance. It is possible that the processing of the sleeve along with the handles which were leaching, could have contributed to the complaint condition. The apparent oxidation could have occurred due to the cumulative effect of routine use/processing over its over 15 years of use. Corrected data: address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.